Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to femoral osteolysis caused by poly wear. The patient's femoral component and 3x9 cs insert were revised to a ts femur with stem and augments, and a ps insert.